Manufacturer narrative:
A replacement display was sent to the customer and the repair was performed. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the touch screen of this unit was not working during ventilation on a patient and the patient had to be removed from this ventilator. No patient harm was reported. A restart of the unit temporarily resolved the issue.